Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that a patient being monitored in pulmonology underwent removal of a resolve pigtail 8.5fr pleural drain. This system requires a specific unlocking device, not available in service and likely included in the original box used during radiology placement. In accordance with the alternatives mentioned in the product's user manual, a section of the drain upstream of the locking system was created after clamping with forceps. The drain was removed without difficulty. However, the internal holding wire (the locking system wire) remained in the patient's chest. An attempt to manually remove this wire was initiated but had to be interrupted due to pain experienced by the patient. Removal was therefore postponed, a dressing was applied, and a reassessment was scheduled for the following day. At this reassessment, the thread was no longer present under the dressing, suggesting undocumented spontaneous or accidental removal. The patient was informed.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.